Manufacturer narrative:
Investigation summary: although the specific reason for the replacement surgery was not reported, with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the device performance issue was confirmed as a fluid leak that would lead to a limited device function. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The reservoir was visually inspected, leak tested and microscopically examined. The reservoir had wear at a fold in the reservoir shell and a hole at the corner of fold which led to a leak. There was another leak from a hole in the reservoir adapter strain relief kink resistant tubing (krt) junction that was the result of a sharp instrument which most likely occurred during the explant surgery. Product analysis identified device malfunction with the returned reservoir. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was fatigued and worn down to the filament. The pump passed all tests performed. The ams700 ipp cylinders were visually inspected, leak tested and examined using a microscope. Both cylinders had folds that indicated possible buckling of the cylinders in the proximal cylinder bodies. Both cylinders had holes in the outer tube attributed to wear at a fold resulting in a small leak. The krt of both cylinders were worn down to the filament. Both cylinders were not pressure tested due to identified leak. The identified hole which led to a fluid leak could affect the functionality of the device as the device would not be functional after the system fluid was lost. Product analysis identified device malfunction with the returned cylinders. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the investigation conclusion code of cause traced to component failure was chosen, based on the holes in the reservoir and cylinder causing a fluid leak.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to an infection, unrelated to his device. The explanted device returned. Analysis of the device identified of a hole which led to a fluid leak that could affect the functionality of the device as the device would not be functional after the system fluid was lost.